Event description:
The facility reported a pump that needs a new battery for unknown reasons. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump needing new batteries for unknown reasons was confirmed. Inspection of the device found that the pump's batteries were damaged with 26 battery discharges below the alarm threshold, therefore, they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.